Event description:
This report summarizes 151 malfunction events in which the device had paint chips missing. - 149 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 151 previously reported events are included in this follow-up record. Product return status 1 device was received. 148 devices were evaluated in the field. 2 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 148 events were reported for this quarter. Product return status 8 devices were received. 138 devices were evaluated in the field. 2 devices were not available for evaluation. Additional information 148 devices were not labeled for single-use. 148 devices were not reprocessed or reused.

Event description:
This report summarizes 148 malfunction events in which the device had paint chips missing. 146 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Event description:
This report summarizes 151 malfunction events in which the device had paint chips missing. 149 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 148 events were originally reported for this failure mode during the reporting quarter; however, 3 events were inadvertently excluded. 151 reported events are included in this follow-up record. Product return status: 11 devices were received. 138 devices were evaluated in the field. 2 devices were not available for evaluation.